Event description:
Additional information received indicated that the affected side was the left side. Surgery time was not extended.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All the provided patient x-rays were reviewed. Examination did not find anything indicative of a product defect. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr where an attune cr was utilised ((B)(6) 2016 - patient had osteomyelitis). A revision was performed to remove a loose tibial tray and an attune revision rp tray, sleeve and stems was utilised ((B)(6) 2019 see (B)(4)). Patient has done well for almost 2 years and has not presented with tibial shin pain. Bone scans show an uptake under the tibial tray and at the ti- of the stem. A decision was made to re revise (2nd revision) the tibial tray. On opening the knee ((B)(6) 2021) the original cr femur was found to be well fixed. The revised tibial tray also appeared well fixed and it required lots of work to remove. The sleeve had extensive bone ingrowth. A new stem, larger sleeve and a new tibial tray were implanted along with a new cr rp insert - to match the cr femur. Doi: (B)(6) 2016, dor: (B)(6) 2019; dor: (B)(6) 2021.